Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using fiasp insulin, and using cold insulin. Tandem clinical support informed customer that fiasp insulin, and using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 277 mg/dl. Customer reverted to an alternate form of insulin therapy.